Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Patient data review confirmed some mild opaque bubble layer (obl) and side cut is almost not visible. Review of the logfiles showed the user performed the treatments successfully and no treatment was aborted on the treatment day. No energy, beam control, or vacuum value deviations were found. Review of the system history indicated a previous z-offset value was changed about 15 microns, but the incline offset stayed at the same value. Review of the logfiles cannot determine any technical problem. The technical service department advised the service engineer at the site to check the cleanness of the f-theta objective. According to new information received the laser head and joystick were replaced. Laser head was received at the manufacturer. The information of the service reports shows the joystick exchange was a planned action due to wearing of the joystick. The laser head was forwarded to the supplier for investigation. According to the report from the supplier the problem could be confirmed as the laser head was out of specifications. The root cause is a faulty laser head was caused by pollution on several of the optics inside the amplifier. The root cause for the pollution could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A surgeon reported during the lasik corneal flap creation a bilateral incomplete side cut occurred. Reporter indicated scissors were used to complete the area that was uncut. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).